Manufacturer narrative:
The reported field event of noise was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. Interrogation of the device revealed the device was above eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage and programmed settings.

Event description:
It was reported that the patient presented in clinic for follow-up. A history of atrial noise was observed on the implantable cardioverter defibrillator. The device was explanted and replaced. The patient was fine before, during and after the procedure.